Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure firing the device the tissue dragged and stapled line needed to be over sewed in order to avoid leakage.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the stapler was used on stomach tissue just above the incisura, on 3 rd firing the event occurred. Tissue dragged means with the firing, the tissue was miliking out of the jaw and staple line was not formed because of which surgeon has to over sew the line, cut line was profusely bleeding. Missing staple and malformed staple wherever it was formed. 2 nd and 3 rd blue cartridge. Yes it was fired near existing line. No unexpected noise. Force of fire was more. Yes after use, each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No difficulty removing the device from the tissue. Patient is fine.